Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018 11pm and blood glucose value was 350 mg/dl. Customer's current blood glucose value was 298 mg/dl. The customer's high blood glucose was treated with insulin drip. Customer experienced symptoms like nausea, vomiting. Customer was wearing insulin pump during hospitalization. It was also reported that insulin passed the displacement test and the cannula was bent. Based on customer's report customer alleged that insulin pump was under delivery insulin. The insulin pump will not be returned for the analysis.